Manufacturer narrative:
Neither the blood glucose meter nor the test strips have been returned to the manufacturer. The device has yet to be received by the manufacturer, should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The patient reported a complaint that their meter was not accurate. The meter was compared to a lab sample, and the patient reported the difference between the livongo meter and the lab sample was greater than 20%, although the exact method of the lab test is unknown. The patient was sent a replacement blood glucose meter and test strips.